Event description:
When the probe was placed in the pt, the full length of the shaft froze. It was removed and replaced. No injury to pt.

Manufacturer narrative:
Device not returned for testing. No pt injury was reported.